Event description:
It was reported that guidewire fracture occurred. Two 300 cm angled tip v-14 control wires were selected for use. However, during procedure, the wires sheared off and one wire tied in a knot. The procedure was completed with a different device. No patient complications were reported and the patient was fine.